Manufacturer narrative:
The complaint was confirmed for run on by the repair technician through functional testing, disassembly and visual inspection. The needle valve was unpressing from the housing. The valve likely became dislodged due to wear.

Event description:
It was reported that the maestro drill with handswitch was running without user activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Event description:
It was reported that the maestro drill with handswitch was running without user activation during performance testing. No adverse event was associated with the device.